Event description:
It was reported by the pts attorney that as a result of having the product implanted the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and permanent physical deformity.

Manufacturer narrative:
The device remains implanted. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The instructions for use which accompanies each device states in the precautions section: "based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for the implant procedure. Additional consideration should be given to use of the implant in pts with a compromised immune system, any condition that would compromise healing, or any pt with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the pt to tolerate the surgical procedure. Accepted surgical practice and precautions must be followed for the management of infected or contaminated wounds. Postoperative bleeding may occur in some pts and must be controlled prior to pt release. The avaulta plus biosynthetic support system implantation procedures require diligent attention to anatomical structures and care to avoid puncture of large vessels, nerves, bladder, bowel, urethra, rectum, or any viscera during introducer passage. The avaulta plus biosynthetic support system is provided in a sterile blister tray within a sterile pouch. The sterile blister tray may be placed in the sterile field. The introducers provided with the anterior and posterior support systems are provided in a sterile blister tray. Transfer the introducer to the sterile field using aseptic techniques. Do not place the tray in the sterile field. Check the integrity of the packaging before use. Do not use the mesh or introducers if the packaging is opened or damaged." (B)(4).

Manufacturer narrative:
The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
Per additional information received, the patient has experienced incomplete healing of anterior vaginal mesh, vaginal mesh erosion requiring surgery, vaginal bleeding, serious discharge, bladder outlet obstruction, persistent urge incontinence, urinary frequency, recurrent urinary tract infections, and cystitis.

Manufacturer narrative:
Lawyer-filed report (B)(4).

Event description:
Per additional information received, the patient has experienced mesh erosion through the rectum.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced recurrent vaginal odor, possible wound infection, vaginal extrusion with removal x2, recurrent vaginal infections, loss of urine with coughing, sneezing, urgency, nocturia, persistent stress incontinence, intrinsic sphincter deficiency, incomplete bladder emptying, exposed vaginal mesh (posteriorly and anteriorly), a urethro-vaginal fistula with repair, transvaginal urethrolysis, excision of polypropylene mesh sling, pubovaginal sling with autologous rectus fascia, repair of posterior vaginal wall mesh extrusion and rectovaginal fistula with excision of mesh from rectal lumen, inability to void requiring self-catheterization, mild hypospadiac urethra, areflexic bladder, reduced bladder capacity due to detrusor overactivity, a reduced urinary flow rate, bladder neck opened partially during voiding, narrowing of urethra, poor urethral relaxation during voiding, pressure and burning with urination, dysuria, back pain, interstim implantation with revision, overactive bladder syndrome, leg pain, insertion of new interstim lead, a fall in immediate post ope period with poorly functioning interstim afterwards, vaginal yeast infection, vaginal discomfort, hematuria, suprapubic pain and removal of interstim.